Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide more details about this issue: is there evidence that could suggest that the reported suture was part of a product mix in the package?: as per the information gained from the ot staff(nurse) there was no product mix . They have been using this suture for a long time but this is the 1st time during the pre-op they have encountered such an issue. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The nurse opened the foil of suture, which is a 3/8 circle needle, but to a surprise, it came out to be a straight needle. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/11/2023 h6 component code: g07002 incorrect device returned additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one sample was returned with a needle, and the suture was not received. Upon visual analysis of the returned sample revealed that the returned product does not pertain to product code nw5028 since the swage to the needle for this code should be drill. No conclusion could be reached on this complaint since analysis results found that the returned sample is not an ethicon product. No further analysis was performed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. Since the returned sample is not an ethicon product. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.